Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump had physical damage. The reservoir compartment is cracked and the reservoir was not secure. The physical damage occurred on (B)(6) 2015. The blood glucose reading was unknown. It was stated that this would be the third insulin pump this year that had a similar problem or issues with the buttons. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.